Event description:
It was reported by service report that the foot end lift on the bed would not go up or down. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: the sensor coil got caught on the foot cover and it caused the sensor coil cord to fray.